Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, harvester burnt the patient while harvesting with vasoview hemopro 2 in the lower leg.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 health effect changed from "others" to "tissue burn". Analysis of production: (3331/213/67) a lot history record review was completed for lots 25157726, 25159328, and 25159402 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov 2019 through oct 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device not evaluated changed from "device not returned" to "device discarded".